Manufacturer narrative:
Zimmer biomet complaint number(B)(4). The following fields have been updated: h10: additional narrative one tapered screw-vent implant (tsvm4b10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount hex was fractured. Additionally, there was blood/bone residue around the external threads of the implant due to usage. Device history record (DHR) review for the lot (1232638) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1232638) for similar events and no other complaint was identified. Therefore, based on the available information, the reported malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported mount fracture during implant placement. Dr. Has finished the procedure with another implant.